Event description:
The manufacturer received information alleging device is noisy, pressure keeps shooting to 15, black and brown particulates coming in tubing and on the filter, lightheaded, dizzy, shortness of breath, sore throat, cough, related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.